Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer just put on a sensor and wanted to make sure the sensor was on properly. Customer recently got out of the hospital for diabetic ketoacidosis. Customer stated that the sensor is not communicating with the pump. Customer was advised that since she put the enlite sensor on 10 minutes before calling this is normal. Customer's husband will call back to give information for hospital visit. No additional information provided.